Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and the unit failed during calibration via matlab. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that the surgeon was having issues with the left master tool manipulator (mtm) clutch button. The tse reviewed the logs and found error 23031 for the left mtm. The customer had it earlier in the case and power cycled the system and the error came back. The tse suggested to hard power cycle the surgeon side cart and the customer made the decision after the procedure was completed. The procedure was completing as planned with no reported injury.